Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during bolus delivery. The customer's blood glucose level was 120 mg/dl. The customer reloaded the same cartridge and insulin delivery was resumed.